Event description:
Patient reported that she was implanted in 2004 to repair an incisional hernia. A mrsa infection developed and the mesh was explanted four months later, because wound would not heal. The patient reported that the mesh was "all rolled up" prior to the explant. Patient reported she still has three open "holes" and a recurrence of hernia.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.